Event description:
In 2003 a clinical incident involving a percdle spinewand was reported to arthrocare corp. The reported incident involved a pt who underwent a disc decompression. Following the procedure, the pt presented with increased pain. As a result, the treating physician ordered an MRI which showed increased intensity in the superior and inferior end plates. The initial procedure was reported to have occurred approx. 5 weeks prior to the initial phone call. The following month, arthrocare learned that subsequent to the MRI, the pt underwent treatment for discitis as a precautionary measure with no improvement. It was reported that the subject disc was re-evaluated using a CT scan, which disclosed symmetrical 1.5 - 2 cm disc endplate damage on the inferior l4 endplate and superior l5 endplate. The pt was hospitalized for 5 days and prescribed medication for pain management throughout.